Event description:
As per vir technologist that reported the incident, mid procedure, an error popped up on the CT equipment (rupapp.exe). Was instructed to exit out of pop-up for the meantime to be able to finish the procedure and address later. Machine instead blanked out, and we were forced to restart the machine mid case. Caused increase of anesthesia time, delaying the case with an intubated patient due to the equipment malfunction. More pop-ups appeared and eventually had to cancel the case due to the machine not starting up properly on the second restart, leaving us unable to scan. Around 40 mins passed while attempting to reboot.